Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon broached up to a 5 broach and implanted a size 5 trilock std. It sat proud and after rebroaching it still sat proud about a cm. He then removed the stem, rebroaching again and we opened a new size 5 std trilock. This delayed the case about 5-10 minutes but was not detrimental to the outcome of the case. The operative side was the right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history review a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.